Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: (B)(6). History and physical. Underwent gastric bypass in 2002 [possible discrepancy; other records indicate 2009]. Now presents with two painful incisional hernias for open repair with mesh. History of asthma, gastroesophageal reflux disease, obesity, diverticula of colon, colon polyp. Wt 227 lbs, bmi 37.7. Surgery (B)(6) 2014. (B)(6) 2014: (B)(6). Operative report. Assistant: a. Finger, p. A. Annie finger assisted me as there were no surgical residents available and I needed her expert assistance. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation: open repair of recurrent incisional hernia. Type of anesthesia: general anesthesia. Findings: incisional hernia. Indications: this patient is a 69-year-old women who had an open gastric bypass many years ago. At that time, she had repair of the hernia and now she had presented with abdominal pain related to a small, but definite incisional hernia at the junction of her midline incision for the bypass and her open cholecystectomy incision. Procedure: ¿an elliptical incision was made incorporating the scar. Dissection was taken down and the hernia was identified. It was a small discrete hernia containing omentum. The omentum was freed up out of the hernia. The hernia was closed with interrupted 0 prolene figure-of-eight sutures. It came together well without tension. The wound was closed over a jp drain with a vicryl and skin staples. The patient was transferred to the recovery room.¿ wound classification: clean. Specimens: contents of hernia. Complications: nil. (B)(6) 2014: (B)(6). Pathology. Specimens: hernia sac contents: herniorrhaphy. Diagnosis: hernia sac, incisional, repair: skin and fibrotendinous tissue. Clinical history/pre-operative diagnosis: incisional hernia. (B)(6) 2014: (B)(6). Discharge summary. Discharge diagnosis: incisional hernia. Hospital course: underwent incisional hernia repair. Tolerating diet well. Hospital course prolonged due to patient complaints of uncontrolled pain. Discharged after tolerating adequate amount of po [by mouth] intake, voiding, having bowel movements, jp drain care. Weight 230 lbs 6.1 oz, bmi 37.2. Instructions: avoid strenuous activities until your doctor says its ok. Avoid lifting anything more than 10 lbs. Can shower, no bathing for 4 weeks. (B)(6) 2015: (B)(6). Incisional hernia right lateral and lower abdominal wall which had become painful. CT abdomen revealed right sided lateral lower abdominal and pelvic wall hernia, containing nonobstructed small bowel and portion of cecum colon. Fluid collection noted in the midline anterior abdominal wall. Ill-defined stranding is noted within the subcutaneous tissues of the anterior abdominal wall. For open repair of incisional hernia; exploration and drainage of fluid collection midline abdominal wall. History: type ii diabetes, off all meds since losing 200 + lbs. Impression/plan: incisional hernia right lower abdominal wall. Surgery (B)(6) 2015. [Missing records: records for ¿CT abdomen revealed right sided lateral lower abdominal and pelvic wall hernia¿ were not provided.] (B)(6) 2015: (B)(6) . Operative report. Preoperative diagnosis: right-sided abdominal wall hernia, pus, chronic fluid collection upper midline incision. Postoperative diagnosis: right- sided abdominal wall hernia, pus, chronic fluid collection upper midline incision. Operations: mesh repair, right-sided abdominal wall hernia, pus drain, chronic hematoma upper abdominal wound. Assistant: d., md. Type of anesthesia: general anesthesia. Findings: right-sided abdominal wall hernia, chronic hematoma in upper midline incision. Procedure: ¿the patient is 69-year-old women who had an open gastric bypass many years ago. She had repair of an upper midline incisional hernia some months ago through an open incision and this had healed well. She now had presented with a new right-sided abdominal wall hernia very laterally almost at the anterior/superior iliac spine. It contained cecum and small intestine and she was brought to the operating room for repair of this hernia. Her old midline incision was opened. There was an encapsulated chronic hematoma in the upper portion of this wound, which was drained. The defect was very lateral just above the anterior/superior iliac spine. It was not a sharply demarcated hernia, but rather a bulging out of the lateral abdominal wall. It was repaired by an onlay of double-sided mesh to completely cover the defect. The mesh was held in place with pro tacks. The hematoma was drained. The wound was closed with looped # 1 pds sutures with a jp drain in the cavity of the chronic hematoma. The skin was closed with staples. The patient was transferred to the recovery room.¿ wound classification: clean/contaminated. Specimens: nil. Complications: nil. (B)(6) 2015: (B)(6) . Implant record. Inventory item: mesh dual 15x19cmx1mm. Implant name: mesh dual 15x19cmx1mm ¿ log250238. Manufacturer: wl gore. Lot no: 12913889. Laterality: right lower quadrant. Number used: 1. Exp date: 06/01/2019. Model/cat no: 1dlmc04. Area: abdomen. Supplier: gore w l. The records confirm a gore® dualmesh® biomaterial (1dlmc04/12913889) was implanted during the procedure. (B)(6) 2015: (B)(6). Radiology ¿ x-ray abdomen. History: missing lap pad. Findings: surgical staples in right upper quadrant. 3 additional surgical clips in right lower quadrant and multiple small spring coils compatible with mesh placement. Impression: retained lap band in mid-abdomen, just right of midline, with adjacent ring-shaped foreign body. Additional surgical clips and mesh as described above. Nonobstructive bowel gas pattern. (B)(6) 2015: (B)(6). Radiology ¿ x-ray abdomen. History: nausea, vomiting. Findings: multiple small coils compatible with mesh placement. Impression: possible focal ileus in right abdomen. No evidence of obstruction or intraperitoneal free air. (B)(6)2015: (B)(6). Discharge summary. Discharge diagnosis: incisional hernia. Hospital course: underwent drainage of midline subcutaneous fluid collection, repair of right lower quadrant abdominal hernia with underlay mesh, primary closure with subcutaneous jp drain. Tolerated regular bariatric diet and po [by mouth] home medications resumed. Jp drain removed. Reported having nausea/vomiting after eating since surgery. Abdominal x-ray obtained, findings with possible focal ileus in right abdomen. No evidence of obstruction or intraperitoneal free air. Pt discharge tolerating a diet, voiding, passing flatus, ambulating without issues. Wt 222 lbs 3.6 oz. Bmi 35.88. Instructions: avoid strenuous activities. Avoid lifting anything more than 10 lbs. Can shower. No bathing for 3 weeks. (B)(6) 2016: (B)(6). Operative report. Preoperative diagnosis: small bowel obstruction secondary to adhesions to abdominal wall mesh. Postoperative diagnosis: small bowel obstruction secondary to adhesions to abdominal wall mesh. Attending: (B)(6). Assistant: (B)(6). Procedure: exploratory laparotomy, extensive lysis of adhesions, removal of mesh from the abdominal wall. Anesthesia: gen. Anesthesia. Anesthesiologist: (B)(6). Estimated blood loss: minimal. Complication: none. Description of procedure: ¿the patient is brought to the operating room and placed on the operating table in the supine position. Monitoring devices are placed on the patient and general anesthesia is induced with endotracheal tube intubation. Intravenous antibiotics are administered. A foley catheter is inserted into the bladder and connected to a drainage bag. The patient¿s abdomen is prepped and draped in usual sterile fashion. The patient has a old midline scar from the xiphoid to symphysis pubis however the scar trails off midline to her right lower quadrant. She also has a old lower transverse incision consistent with a prior abdominoplasty procedure? A timeout was taken. On the preoperative CT scan of her abdomen and pelvis, it was suggested that the small bowel obstruction was secondary to adhesions of her small bowel to a displaced portion of the abdominal wall mesh, in her right lower quadrant. I incised the old scar, using a scalpel, beginning in the mid abdomen (the patient no longer has an umbilicus) and extending down to the lower corner of the old scar. Subcutaneous layer was dissected with electrocautery. The midline fascia was incised with electrocautery. I carefully picked up the peritoneum between hemostat clamps and incised with metzenbaum scissors and gained limited access to the peritoneal cavity. There are extensive adhesions of small bowel to the anterior peritoneum beneath her old scar. Using blunt dissection and sharp dissection with metzenbaum scissors, I lysed the small bowel adhesions from the anterior peritoneum beneath the old incision. I then am able to open the peritoneum for the length of the skin incision. With coker clamps on the fascial edges and upward traction, I began lysing the small bowel adhesions from the anterior peritoneum towards her right side of the abdomen and right lower quadrant. I encounter a mesh that is adherent to the anterior peritoneum. I dissected the mesh from the anterior peritoneum using electrocautery, I then applied coker clamps to the edge of the mesh and use it for traction. The small bowel adhesions to the mesh are carefully lysed using a 10 blade scalpel. After tedious dissection I freed the small bowel from the mesh without creating any enterotomies. The mesh is then removed and handed off as specimen. I am able to lyse adhesions and reach her upper abdomen and palpate the stomach. The anesthesiologist inserted a new nasogastric tube, as her preoperative nasogastric tube was not functioning. I can palpate the end of the tube in the body of her stomach. Closure was now begun. Lap count and instrument count were taken and profile reported to be correct. The midline fascia is closed with a running #1 loop pds suture. The subcutaneous layers approximated with interrupted 2-0 vicryl sutures. Skin edges to the incision approximated with staples. Incision is washed, dried, and sterile dressing applies. Abdominal binder is applied around her abdomen. The patient is awakened from anesthesia and she is extubated. She is transferred to her hospital bed and goes to recovery room stable condition.¿ [missing records: records for ¿CT scan of abdomen and pelvis, suggested small bowel obstruction¿ were not provided.] [Missing records: a pathology report detailing analysis of device removed during the (B)(6) procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2014 through (B)(6) 2016 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: diabetes : (B)(6) 2014: type 2 diabetes, insulin dependent in the past which resolved status post gastric bypass. (B)(6) 2015: ¿type ii diabetes, off all meds since losing 200 + lbs.¿ obesity: (B)(6) 2014: 227 lbs., bmi 37.7. (B)(6) 2015: 222 lbs., bmi 35.9. (B)(6) 2014: gastroesophageal reflux disease [gerd]. Hypertension: surgical procedures: unknown date: cholecystectomy. 2004: abdominoplasty. (B)(6) 2009: gastric bypass surgery. (B)(6) 2014: open repair of recurrent incisional hernia. (B)(6) 2015: mesh repair, right-sided abdominal wall hernia, pus drain, chronic hematoma upper abdominal wound. Implant: gore® dualmesh® biomaterial. (B)(6) 2016: exploratory laparotomy, extensive lysis of adhesions, removal of mesh from the abdominal wall. Relevant medical information: (B)(6) 2014: inpatient hospitalization. Open repair of recurrent incisional hernia. Findings: ¿incisional hernia.¿ indications: ¿had an open gastric bypass many years ago. At that time, she had repair of the hernia and now she had presented with abdominal pain related to a small, but definite incisional hernia at the junction of her midline incision for the bypass and her open cholecystectomy incision .¿ procedure: ¿an elliptical incision was made incorporating the scar. Dissection was taken down and the hernia was identified. It was a small discrete hernia containing omentum. The omentum was freed up out of the hernia. The hernia was closed with interrupted 0 prolene figure-of-eight sutures. It came together well without tension. The wound was closed over a jp drain with a vicryl and skin staples.¿ (B)(6) 2014: ¿hernia sac, incisional, repair: skin and fibrotendinous tissue.¿ (B)(6) 2014: discharge summary. ¿hospital course prolonged due to patient complaints of uncontrolled pain. Avoid lifting anything more than 10 lbs.¿ implant preoperative complaints: (B)(6) 2015: history and physical. ¿incisional hernia right lateral and lower abdominal wall which had become painful. CT abdomen revealed right sided lateral lower abdominal and pelvic wall hernia, containing nonobstructed small bowel and portion of cecum colon. Fluid collection noted in the midline anterior abdominal wall. Ill-defined stranding is noted within the subcutaneous tissues of the anterior abdominal wall. For open repair of incisional hernia; exploration and drainage of fluid collection midline abdominal wall. Impression/plan: incisional hernia right lower abdominal wall. Surgery (B)(6) 2015.¿ (B)(6) 2015: ¿had an open gastric bypass many years ago. She had repair of an upper midline incisional hernia some months ago through an open incision and this had healed well. She now had presented with a new right-sided abdominal wall hernia very laterally almost at the anterior/superior iliac spine. It contained cecum and small intestine and she was brought to the operating room for repair of this hernia.¿ implant procedure: mesh repair, right-sided abdominal wall hernia, pus drain, chronic hematoma upper abdominal wound. [Implant: gore® dualmesh® biomaterial, 1dlmc04/12913889, 15cm x 19cm x 1mm, oval]. Implant date: (B)(6) 2015 [hospitalization (B)(6) 2015]. Wound classification: ¿clean/contaminated.¿ findings: ¿right-sided abdominal wall hernia, chronic hematoma in upper midline incision.¿ description of hernia being treated: ¿her old midline incision was opened. There was an encapsulated chronic hematoma in the upper portion of this wound, which was drained. The defect was very lateral just above the anterior/superior iliac spine. It was not a sharply demarcated hernia, but rather a bulging out of the lateral abdominal wall.¿ implant size and fixation: ¿it was repaired by an onlay of double-sided mesh to completely cover the defect. The mesh was held in place with pro tacks. The hematoma was drained. The wound was closed with looped # 1 pds sutures with a jp drain in the cavity of the chronic hematoma. The skin was closed with staples.¿ (B)(6) 2015: x-ray abdomen. ¿history: missing lap pad. Findings: surgical staples in right upper quadrant. 3 additional surgical clips in right lower quadrant and multiple small spring coils compatible with mesh placement. Impression: retained lap band in mid-abdomen, just right of midline, with adjacent ring-shaped foreign body. Additional surgical clips and mesh as described above. Nonobstructive bowel gas pattern.¿ ¿a critical test result of retained foreign body was reported to pa singer on (B)(6) 2015 at 2:30 pm. Communicated results were read back. The or staff and the pa explained that the lap band was identified on radiograph by dr. F. And was removed intra operatively, before they had closed the patient. The patient is currently in the recovery room.¿ (B)(6) 2015: x-ray abdomen. ¿history: nausea, vomiting. Findings: multiple small coils compatible with mesh placement. Impression: possible focal ileus in right abdomen. No evidence of obstruction or intraperitoneal free air.¿ (B)(6) 2015: discharge summary. Hospital course: ¿underwent drainage of midline subcutaneous fluid collection, repair of right lower quadrant abdominal hernia with underlay mesh, primary closure with subcutaneous jp drain. Jp drain removed. Reported having nausea/vomiting after eating since surgery. Abdominal x-ray obtained, findings with possible focal ileus in right abdomen. No evidence of obstruction or intraperitoneal free air. Pt discharge tolerating a diet, voiding, passing flatus, ambulating without issues. Avoid strenuous activities. Avoid lifting anything more than 10 lbs.¿ explant preoperative complaints: (B)(6) 2016: pre-operative diagnosis: ¿small bowel obstruction secondary to adhesions to abdominal wall mesh.¿ explant procedure: exploratory laparotomy, extensive lysis of adhesions, removal of mesh from the abdominal wall. Explant date: (B)(6) 2016: procedure: ¿the patient has a [sic] old midline scar from the xiphoid to symphysis pubis however the scar trails off midline to her right lower quadrant. She also has a [sic] old lower transverse incision consistent with a prior abdominoplasty procedure? A timeout was taken. On the preoperative CT scan of her abdomen and pelvis, it was suggested that the small bowel obstruction was secondary to adhesions of her small bowel to a displaced portion of the abdominal wall mesh, in her right lower quadrant. I incised the old scar, using a scalpel, beginning in the mid abdomen (the patient no longer has an umbilicus) and extending down to the lower corner of the old scar. Subcutaneous layer was dissected with electrocautery. The midline fascia was incised with electrocautery. I carefully picked up the peritoneum between hemostat clamps and incised with metzenbaum scissors and gained limited access to the peritoneal cavity. There are extensive adhesions of small bowel to the anterior peritoneum beneath her old scar. Using blunt dissection and sharp dissection with metzenbaum scissors, I lysed the small bowel adhesions from the anterior peritoneum beneath the old incision. I then am able to open the peritoneum for the length of the skin incision. With coker clamps on the fascial edges and upward traction, I began lysing the small bowel adhesions from the anterior peritoneum towards her right side of the abdomen and right lower quadrant. I encounter a mesh that is adherent to the anterior peritoneum. I dissected the mesh from the anterior peritoneum using electrocautery, I then applied coker clamps to the edge of the mesh and use it for traction. The small bowel adhesions to the mesh are carefully lysed using a 10 blade scalpel. After tedious dissection I freed the small bowel from the mesh without creating any enterotomies. The mesh is then removed and handed off as specimen. I am able to lyse adhesions and reach her upper abdomen and palpate the stomach. The anesthesiologist inserted a new nasogastric tube, as her preoperative nasogastric tube was not functioning. I can palpate the end of the tube in the body of her stomach. Closure was now begun. Lap count and instrument count were taken and profile reported to be correct. The midline fascia is closed with a running #1 loop pds suture. The subcutaneous layers approximated with interrupted 2-0 vicryl sutures. Skin edges to the incision approximated with staples. Incision is washed, dried, and sterile dressing applies.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the IFU warns: when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent an abdominal wall hernia repair on (B)(6) 2015 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction, lysis of adhesions, mesh removal, additional surgery. Additional event specific information was not provided.